Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was no serial digital interface output and the screen went "black." The problem, as reported to olympus, was identified during preparation for use for a bronchoscopy procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the phenomenon could not be identified. It was found that the reported issue of the ¿screen black out¿ was not confirmed. On the other hand, the color of the front panel was found to be yellowish. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.